Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The drive support disk was inspected and there was no anomaly. The insulin pump was received with cracked reservoir tube, cracked reservoir tube window and cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call cosmetic damage and high blood glucose levels. Customer's blood glucose level was 581 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their blood glucose via manual injection. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose level per healthcare provider's instructions. Troubleshooting for cosmetic damage was performed. Customer advised they had cracks inside the insulin pump from the reservoir window to the display screen. Customer had eye surgery and then noticed there were cracks. Customer advised there were cracks near the escape button at the top of the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.